Event description:
Customer reportedly received the following results on the advantage system compared to a professional meter within 10 minutes: 179 mg/dl (advantage) and 85 mg/dl (doctor's meter). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.